Event description:
Pt presented for scheduled follow-up visit, having had high blood glucose levels since the night before. Pt was wearing their deltec cozmo insulin pump to which they had attached a deltec coz monitor. Download of the pump in office displayed rapid drops in battery power including the night before visit while pt was sleeping. On 1st download, bg data was missing and basal rate totals were inaccurate. Download was repeated and missing data appeared and basal totals were appropriate. Cust support called. Blood glucose in office 359-45 units of insulin given by syringe. Cozmonitor was reattached. Pt feeling ok. Two hrs later at school had another high bg and moderate ketones. Had to be taken home. High blood sugars persisted. Pump removed and switched to injections with resolution of ketones and high blood glucose levels.